Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. During the injection the perirectal space was not opening well, then it was considered the position was good and when the aspiration was performed nothing came out. The patient's physician noted there was no lift on the ultrasound and no resistance, so the physician decided to stop after 6-7 cc. Two days after the placement procedure the imaging showed the hydrogel was injected in an intravascular location. The hydrogel went up to internal iliac vein on the left and it does not seem more superiorly than that. The hydrogel had the classic pattern of punctate spots around the circumference of the prostate which is suggestive of an injection into the venous plexus. The patient had not report problems since the placement, therefore it was reported there was no risk of embolism. The patient has a tenuous urinary function. The relationship between the procedure and the urinary issues was reported as unknown. The patient's external beam radiation treatment was put in hold on, until the urinary issues were resolved.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. During the injection the perirectal space was not opening well, then it was considered the position was good and when the aspiration was performed nothing came out. The patient's physician noted there was no lift on the ultrasound and no resistance, so the physician decided to stop after 6-7 cc. Two days after the placement procedure the imaging showed the hydrogel was injected in an intravascular location. The hydrogel went up to internal iliac vein on the left and it does not seem more superiorly than that. The hydrogel had the classic pattern of punctate spots around the circumference of the prostate which is suggestive of an injection into the venous plexus. The patient had not report problems since the placement, therefore it was reported there was no risk of embolism. The patient has a tenuous urinary function. The relationship between the procedure and the urinary issues was reported as unknown. The patient's external beam radiation treatment was put in hold on, until the urinary issues were resolved.

Manufacturer narrative:
Correction block h6 patient codes has been updated with the e0503 embolism. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.